Event description:
It was reported a har1136 prompted an error code, "remove from patient" and "replace device" while using the device. Investigation of the returned complaint device identified a large chip on the distal tip of the blade. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device evidence of bio-burden was observed indicating previous clinical use. The blade tip (with the naked eye), teflon pad, jaw, buttons, handle, cable, and contact pins appear to be intact. The complaint device was hooked up to a g11 scalpel generator, serial number (B)(6), software rev 2018_1, using the appropriate harhpgr hand piece, serial ID # (B)(4) and immediately produced a 'no instrument uses remaining' error as expected due to previous clinical use. The returned complaint device was then reset/unlocked using a rigol dp832 programmable dc power supply and labview 2023 vi package manager. The returned complaint device was successfully reset. The data is captured and retained at stryker's sustainability solutions business unit.. The instrument ID was verified in the system event log after pairing to the g11 scalpel generator, serial number (B)(6), software rev 2018_1. The device was identified correctly. After the device was successfully reset, the device was activated successfully using the same g11 scalpel generator, serial number (B)(6), software rev 2018_1, using the appropriate harhpgr hand piece, serial ID# (B)(4). Once the energy button was pressed, an error, "replace instrument" came up. The returned complaint device was investigated further and found the blade revealed a large chip on the distal tip of the blade. The device inspection indicated that the complaint was confirmed for the reported failure mode(s). A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: - handling damage subsequent to distribution from stryker's sustainability solutions - too much force or torque applied to instrument, or grasping/pulling - scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives - incidental and prolonged activation against solid surfaces, such as bone, metal or plastic - attempting to bend, sharpen, or otherwise alter the shape of the blade. The instructions for use (IFU) state: - verify compatibility with generators. Use device only with ethicon endo-surgery generator g11 (gen11) software version 2018-1 or later. Software revision can be found under ¿system information¿ in the generator g11 (gen11) ¿settings¿ menu. Refer to the generator g11 (gen11) operator¿s manual for more information. - avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in scratches on the blade, cracked or broken blades and premature blade failure. - audible high-pitched ringing, resonating from the blade, is an abnormal condition and an indicator that the blade is not operating properly. This may result in abnormally high shaft temperatures and user or patient injury. - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. - care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post-market surveillance.